Manufacturer narrative:
This is in regard to the touch screen with the accusation of: v60 touchscreen is unresponsive. Pil tech confirmed that the touch screen failed the resistance verification testing, verifying a faulty touch screen. The resistance values noted were high and out of spec. Tech verified that the suspect touch screen failed the calibration test and unable to exercise touchscreen in diagnostic mode in test#2. In addition, the touchscreen did not respond to the setting changes. Pil could conclude that the root cause of unresponsive touchscreen noted at pil and at service was due to out of spec resistance noted in test#1, which resulted in failed calibration and inability of touchscreen to respond to the setting changes. The touchscreen is faulty. The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested; the failure was confirmed. Pil found that this touchscreen failed all diagnostics testing and resistance measurements which were out of specification. The touchscreen failed due to multiple resistance measurement failures. Pil concluded that the touchscreen was faulty.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00402. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen was unresponsive and would not pass calibration. The customer requested onsite service for further assistance and repair. The field service engineer (fse) went onsite and confirmed the reported problem. The fse replaced the touchscreen to resolve the issue. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.